Manufacturer narrative:
(B)(4). One (1) articulating distractor [product code: (B)(4), lot no: t0407] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at one of the two distractor rings. The fracture analysis report indicated slight deformation across each fractured surface, consistent with a brittle static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the ring on the articulator distractor becoming broken cannot be positively determined. However, the fracture analysis report indicated slight deformation across each fractured surface, consistent with a brittle static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was using both instruments. Both torque screwdriver tips are stripped. Torque handle required excessive pressure to successfully tighten the set screw. Tlif distractor fell apart once inserted. Metal circle, where it's welded, fell off. Metal piece that broke off from tlif distractor was retrieved. Surgeon removed piece from spine